Event description:
It was reported that pump displayed malfunction code and fault indicator, and caller did not note any events prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset pump, assisted caller during reset, confirmed malfunction did not recur, advised caller to continue using pump, and instructed caller to contact support again if malfunction returned.